Event description:
It was reported that the coil protruded from the catheter tip upon removal. The target lesion was in the splenic artery. A 14mm x 30cm pe f-idc interlock was selected for use. During a splenic aneurysm embolization procedure, after three 14mmx30cm 18 system coils were deployed this device was used. However, it was noted that this device could not be pushed at the distal end about 6-10cm from the tip of the microcatheter and protruded from the catheter tip upon removal. The procedure was completed with another of the same device. No complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The main coil, the introducer sheath and the pusher wire were returned for analysis. It was observed that the main coil was bent and stretched at the coil arm section. A part of the original box was returned, and it was observed that the pouch information matches with the complaint information. No more damages were observed. The functional test could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection of the main coil revealed that the outer diameter of the coil arm, zap tip and the primary coil were within specification.

Event description:
It was reported that the coil protruded from the catheter tip upon removal. The target lesion was in the splenic artery. A 14mm x 30cm pe f-idc interlock was selected for use. During a splenic aneurysm embolization procedure, after three 14mmx30cm 18 system coils were deployed this device was used. However, it was noted that this device could not be pushed at the distal end about 6-10cm from the tip of the microcatheter and protruded from the catheter tip upon removal. The procedure was completed with another of the same device. No complications reported and the patient is stable.